Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that incorrect labeling occurred. During distribution, it was noted that the label on the outer box of a 2.75 x 24mm synergy stent is a different size than the label on the inner foil bag. There was no patient involvement.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that incorrect labeling occurred. During distribution, it was noted that the label on the outer box of a 2.75 x 24mm synergy stent is a different size than the label on the inner foil bag. There was no patient involvement. Device evaluated by MFR.: a bsc outer box was received inside a sealed transparent plastic bag with ra / localization labels attached to this sealed transparent plastic bag. Per the bsc outer box packaging the device was: synergy ous mr 4.00 x 38 (upn h7493926238400) batch/lot 22167460. Per the ra / localization label stuck on the transparent plastic bag the device was in: synergy ous mr 2.75 x 24 (upn h7493926224270) batch/lot 22267985. No other issues were noted.